Event description:
A consumer stated that she allegedly was shocked and also received burns on her hand while using a heating pad. She also indicated that med attention was required for her injuries. The consumer stated that this incident occurred while she was using the product in bed, which is contrary to proper use instructions. Kaz has requested that the product be returned to our co for lab analysis.